Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, ventricular fibrillation due to noise on the right ventricular lead was noted. Lead damage was suspected but was not confirmed. Electrical measurements were normal and provocative testing yielded no results. No action was taken and the patient is being monitored in stable condition.